Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) channel and far-field oversensing on the right atrial (ra) channel. The rv oversensing led to biv trigger pacing; however, no asystole was observed. Technical service (ts) reviewed the event and recommended full evaluation of the leads with isometrics, coughing, bearing down and deep breathing. Additionally, reprogramming options were provided. No adverse patient effects were reported. This ra lead remains in service.